Event description:
A talent stent graft was implanted in a pt for the endovascular treatment of a thoracic aortic aneurysm approx 21 months ago. Aneurysm and vessel morphology at the time of implant were not reported. It was reported that the distal-most thoracic stent graft has lost distal seal and migrated proximally about 4 cm, compared to its position at a follow-up from 14 approx months ago, resulting in a type I endoleak. In addition, the aneurysm has expanded in about 13 months from 6 cm to 7 cm. At the time of migration, the distal aortic neck above the celiac artery was large, measuring 41-43 mm in diameter, and very short with about 15 mm of seal zone; the migration was attributed to aortic neck dilatation and disease progression. The physician has elected to intervene at a later date. No additional sequelae were reported, and the pt is stable.

Manufacturer narrative:
(B)(4). Evaluation results and conclusion: (endoleak, graft migration), (disease progression and aortic neck dilatation).